Event description:
It was reported that the person with diabetes (pwd) had to change out the cassette (not an ICU medical product) and the cleo 90 infusion set during training due to multiple line block errors. The pwd confirmed that only the cleo 90 infusion set and infusion site were changed, and that the same cassette (not an ICU medical product) was used throughout the entire process. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review was not performed since no lot number was provided. If the product is returned, this complaint will be reopened for further investigation.